Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, # ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient had a neurologic dysfunction event beginning (B)(6) 2019. Patient presented to primary care doctor with complaints of kaleidoscope vision in left upper vision field. Patient had a CT scan done. Results of the CT showed subacute right pca (posterior cerebral artery) perforator infarct involving the right occipital lobe. Patient was admitted to the hospital and seen by neurologist. Patient continued on warfarin and aspirin. Patient also seen by vascular surgery, who agreed with the treatment plan. Patient was diagnosed with only residual vision disturbance in left eye. On 24 jun 2019, it was reported patient had no further complications and was discharged home on (B)(6) 2019. The event is currently in adjudication with clinicians to determine if it is related to the device or device therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient had a neurologic dysfunction event beginning (B)(6) 2019. The patient presented to a primary care doctor with complaints of kaleidoscope vision in the left upper visual field. A CT scan was performed, and the patient was admitted to the hospital and seen by a neurologist. The results of the CT scan revealed a subacute right pca perforator infarct involving the right occipital pole. The patient continued on warfarin and aspirin. The patient was also seen by vascular surgery, who agreed with the treatment plan. According to the account, the patient was diagnosed with only residual vision disturbance in the left eye and was discharged home on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hm3 lvas IFU lists stroke, neurologic dysfunction, and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.